Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the patient felt pocket heating during charging. Several different charging methods have been attempted, but to no avail. A replacement was sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.